Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found a system error occurred after attempting to interrogate using a known good rf (radio frequency) head.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report.(B)(4).

Event description:
It was reported the programmer was unable to interrogate an ICD (implantable cardioverter defibrillator). A different programmer was used. The programmer was returned for repair. No patient complications have been reported as a result of this event.